Event description:
The patient reported her blood glucose result were low (exact bg was not provided) which cause her to go into a diabetic coma for about 2 hours before being found by her husband. He called for an ambulance and she was rushed to the hospital. She did not provide any further info regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and hospitalization. No product lot number was reported therefore no qualification records were reviewed.